Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs) via phone call, approximately 4 years and 10 months post implant of a 23 mm sapien 3 valve in a surgical valve, in the aortic position via transfemoral approach, the valve is failing due to stenosis. The patient is being evaluated for a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of medical record/pertinent imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''approximately 4 years and 10 months post implant of a 23 mm sapien 3 valve in the aortic valve in a surgical valve via transfemoral approach. The valve is failing due to stenosis '' per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.